Manufacturer narrative:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop difficulty breathing. The patient was hospitalized in response to the reported event. The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated. Dust and dirt contamination inconsistent with degraded sound abatement foam was observed in the device enclosure and airpath, suggesting a source external to the device. Manufacturer is unable to address the symptoms and events described in the complaint. Manufacturer can confirm there was no evidence of sound abatement foam degradation within the base unit. Manufacturer can confirm that the dust/dirt contamination found in the base unit originated from an external source. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop difficulty breathing. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.